Event description:
Customer reported that, the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) could not duplicate the alleged event.